Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was at 131 mg/dl. The customer would like to return the reservoir set back for analysis. The alarms occurred during manual prime. The customer was unable to trouble shoot the issue at the time of the call. It is uncertain what may have caused the alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.